Event description:
Baxter india reported 1 incident of "leakage" in the transfer set. Per affiliate, the issue was noted during use and no pt injury or medical intervention was reported with this incident.